Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly disassembled. There was no known patient involvement; no known patient impact.